Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent events were submitted via 2210968-2021-06801.

Event description:
It was reported by attorney that the patient underwent an intraoral implant placement surgery on (B)(6) 2018 or (B)(6) 2018 and the suture was used. The suture removal was not scheduled, and inflammatory infection was aggravated without appropriate instructions for consultation or follow-up, resulting in implant body infection. On (B)(6) 2019, all implanted implants were removed. No further information is available.